Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up and down arrow keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: visual inspection revealed that the keypad cover was intact and free of damage. Investigation revealed that the okay, contrast, up arrow, and down arrow keys were intermittently responsive. The keypad cover was removed and contamination was observed under the all key contacts. The reported issue was confirmed. The following findings were unrelated to the reported issue: the battery compartment was found to be cracked in two places: near the top, and between the bumper pad and the top. The display screen was observed to be dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.